Event description:
It was reported that 30mm of the flipcutter broke off inside the femoral tunnel. It was retrieved from the patient. Per the incident report, there was an unplanned extra incision to remove the broken piece. Procedure was an acl reconstruction.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Device met all material specifications as received. Complaint evaluation revealed deep circumferential marks, broken shaft and damaged cutter tip. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.